Event description:
The customer reports the device mains iec inlet connector has come out of the device exposing live mains terminals to users. There was pt involvement with no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reports the device mains iec inlet connector has come out of the device exposing live mains terminals to users. There was pt involvement with no report of negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.